Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report indicating that the door and platen assembly were stuck to the membrane due to sticky residue could not be replicated during the investigation, as no device was returned for evaluation. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. No suspect logs were attached for this investigation. There was no device returned for investigation; therefore, log analysis could not be performed. No suspect device was returned for this investigation; therefore, testing could not be performed. The bd alaris system¿ cleaning and disinfecting procedures establish the procedure for removing soil from the inside of the pump module. 1. Lift the door latch and open the pump module door 2. Get a cotton swab. 3. Wet cotton swab with deionized water. 4. Wipe the air-in-line sensor with the cotton swab. Use the cotton swab only on the air-in-line sensor. 5. Pull a wipe from the container. 6. Wipe underneath the door latch. 7. Wipe the sear. 8. Gently wipe the pressure sensors. 9. Wipe the tubing guide arm (if present). 10. Wipe all inside surfaces of the device. 11. Wipe the platen hinges. 12. Look for stuck-on soil on the inside. 13. If there is soil, wet the soil with the wipe. 14. Remove soil using a case brush, if needed. 15. Wipe area to fully remove soil. 16. Repeat steps 12¿15 until soil is removed. Do not lay the pump module on its back while cleaning. Laying the pump module on its back can allow fluid to enter the inside of the device. Fluid inside the device can lead to incorrect device operation or electrical shock. Do not wipe the air-in-line sensor with disinfecting wipe. Disinfectants can damage the sensor and lead to patient harm. Do not use the case brush on the pressure sensor area or the air-in-line sensor. Using the case brush on these areas can damage the device and lead to patient harm. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the door and platen assembly being stuck to the membrane due to sticky residue could not be identified during the investigation. No device was returned for inspection or testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Upon opening 1 pump module door, the platen assembly was stuck onto the membrane due to sticky residue. This was observed by bd representative on site. Representative recommended cleaning the membrane, removing cleaner with a clean, damp cloth, and allowing the interior of the door to dry before closing the pump module door. There was no patient involvement.

Event description:
Upon opening 1 pump module door, the platen assembly was stuck onto the membrane due to sticky residue. This was observed by bd representative on site. Representative recommended cleaning the membrane, removing cleaner with a clean, damp cloth, and allowing the interior of the door to dry before closing the pump module door. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.